Event description:
An aneurx bifurcated stent graft and its components of unknown size were inserted into a patient for endovascular treatment of a 6.1 cm abdominal aortic aneurysm in 1998. The right iliac artery was angulated at 130 degrees and the left iliac artery was angulated at 50 degrees. Aneurysm morphology is unknown. It was reported that the implant procedure was successful with no significant events. The 6-month follow-up CT scan showed reinjection possibly from the lumbar arteries. The 18-month CT scan showed the aneurysm sac size had increased to 7 cm and at the 2-year follow-up it had increased to 7.2cm. The 2.5 year CT scan showed that the aneurysm sac measured 7.5cm. An aortogram was performed to assess endotension; however, a translumbar approach was inconclusive and the feeder vessels were not identified. The physician decided to convert the patient to open surgical repair and remove the stent graft in 2001. It was reported that the bifurcated stent graft was removed easily. The posterior portion of the graft was found to have a significant leak into the aneurysm sac with thrombus and staining of the graft fabric suggestive of an endoleak occurring over a length of time. It was reported that x-rays from an unknown time showed strut fractures at the same level as the endoleak. One stent was damaged and bent at an acute angle during the explant of the stent graft. The patient was reported to be fine and no additional clinical sequelae were reported. The patient was discharged and last seen in the clinic in 2001. Medtronic ave has received the explanted stent graft system, and its analysis is pending.

Event description:
Medtronic ave has rec'd that explanted stent graft, and its analysis and investigation have been completed. The etiology of the gradually increasing abdominal aortic aneurysm diameter is unknown. The physician felt that thrombus and staining of the graft material, observed at explant, was suggestive of an endoleak. The fabric on the posterior stent graft beneath the observed thrombus, however, shows no fabric defect. The stent fractures in the area, therefore, apparently did not affect the fabric integrity. The stent fractures of the anteriorside penetrated the fabric creating two holes measuring less than 0.2 square mm. No leak was reported in this area.